Manufacturer narrative:
The reported events were low pacing impedance, undersensing, oversensing noise, failure to capture and mode switch. A complete lead was returned in one piece for analysis. The reported events of low pacing impedance, undersensing, oversensing noise and failure to capture were confirmed. Visual examination found the outer insulation was breached/separated, the outer coil was compressed/flattened, two of the outer coil filars were fractured and the inner insulation was breached consistent with clavicular crush forces located at the middle region of the lead. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths at the clavicular crush damage region. The cause of the reported event was isolated to the breached outer insulation and inner insulation exposing the outer coil and inner coil consistent with clavicular crush forces.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, variation in r-wave sensing, high capture threshold and noise over-sensing. It was also noted that the right atrial (ra) lead exhibited low pacing impedance, low sensing which resulted in under-sensing, failure to capture and noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was then presented for rv and ra lead explant procedure on (B)(6) 2025. The rv lead and ra was explanted and replaced. There were no patient consequences.